Event description:
It was reported the patient received the following results within 15 minutes: incident 1 / (B)(6) 2022: 199 mg/dl, 93mg/dl and 106 mg/dl. Incident 2 / (B)(6) 2022: 85 mg/dl and 350 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.